Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed burn like marks under an electrode. The skin is raw and the patient reported seeing blood on the garment. There was no alleged device malfunction contributing to the irritation. Patient was told to remove the lifevest by a physician due to irritations. Follow up indicated that the patient was in the hospital, but there are no allegations that the irritation cause or contributed to the patient being admitted to hospital. Patient indicated that since removing the lifevest the skin has improved.